Event description:
It was reported that the insulin pump was stuck in rewind bolus delivery loop. The blood glucose reading was 320 mg/dl. The high blood glucose readings were treated with a manual injection. It was stated that the customer did not receive a low battery or low reservoir alarm. Advised the customer that the insulin pump will need to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners.